Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that an altitude alarm occurred; however, customer declined to troubleshoot the issue or provide any further information. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer had lantus and humalog as alternate insulin therapy.